Event description:
The extension tubing does not stay on the cassette. She screws it on and it falls off - she had to tape it yesterday for it to stay on - it is not affecting her therapy but she wants us to take a look into this - lot 18x036. No other info provided. Dose or amount: veletri 69nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.